Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The device comes in used condition. Upon visual inspection, it is observed that the needle is inserted into the expressew gun and is possible to remove it, the white plastic flag is not attached on the needle. This complaint is confirmed. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Based on the information provided, it is possible that when not aligning properly the needle and handling of the needle what could have caused the white flag came off the expressew. After repeatedly passing the needle through tissue could have stuck inside the device, and it was pulled out from the distal end. The maintenance conditions of the device is unknown, a possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from the affiliate in belgium that the expressew iii ac+ gun had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device was jammed/seized. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.